Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported "one of the drivers I received (as a replacement device) was clogged and I was just guessing it was blood". On (B)(6) 2014 in conversation with customer regarding a different issue, customer said she received a device sent to her "with dried blood on the device". Customer said it was sent as a replacement. It was not used for surgery and returned for investigation.